Manufacturer narrative:
Follow-up #1: date of submission 11/15/2017¿ device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: the battery compartment was cracked above the bumper at the threads, and at the case seal below the bumper. Unrelated to the original complaint, the display was dim/fading pink. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment was alleged to be cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.